Manufacturer narrative:
Concomitant medical products: product ID 39565, serial# unknown, implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had been implanted with the device on a friday. It was stated that on the following saturday the patient was walking around normally, but by sunday the patient started having trouble moving his legs. It was further stated that the patient had sat down in his chair and was unable to get back up. It was noted that on sunday afternoon the patient went to the ER and on monday the patient¿s ins and lead were explanted. It was noted that a CT scan had been done and it showed no hematoma or abnormalities. It was stated that the patient was still in recovery at the time of this report and there had been very little movement of his legs since the device was explanted. Additional information received reported that impedance testing had been done during the implant surgery and in post-op, with findings that were within normal operating limits. It was stated that no malfunctions had been seen, nor had the cause of the issue been determined. It was noted that the patient had yet to regain any movement in his legs and would be starting physical therapy. It was noted that the device had been discarded during the explant procedure, as no manufacturer representative was present at that time.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. The initial MDR was filed as mfg. Report # 3007566237-2014-01456. Additional information received clarified that the correct manufacturing site was site #3004209178.

Event description:
Follow up information received reported that the patient was currently in rehabilitation and had not shown any movement in their legs. If additional information is received, a follow up report will be sent.